Event description:
Additional information was received from the manufacturer representative (rep) reported that the patient was sent a new recharger and the still could not charge up to 100% no matter how long they charged. It was noted that they used to be able to charge the last 25% in an hour to an hour and a half. The patient was using all programs and kept the implantable neurostimulator (ins) on while charging at night. The patient typically charged every 4 days. Per the rep the patient sent back the new recharger. The recharger statistics were pulled and there did not appear to be an issue with the recharger or ins. It was noted that the patient was charging at full coupling and only charging for a short period of time. The rep would try to educate the patient. On (B)(6)2016 the patient re-iterated that they have charged up to 2 hours and it still would not charge to full.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient's implant battery and recharger battery never get beyond 3/4 full when recharging. The patient had all 8 coupling bars shaded when charging. The patient did not have and falls or recently changed programs. The patient noted that she used to be able to recharge 100%. Patient services reviewed and confirmed that the desktop charger green light was on and the connector pin did not look loose, bent, or broken. The patient got the normal recharging screen. The patient used the patient programmer (pp) to check implant battery level and the patient confirmed the battery level was half full. A replacement implantable neurostimulator recharger (insr) was requested. It was noted that if replacement of the insr did not resolve the issue, the patient would follow-up with her healthcare provider (hcp) to have implant device checked. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.